Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe 0.3ml 30ga 8mm the stopper was deformed. The following information was provided by the initial reporter, translated from (B)(6) to english: the stopper was deformed.